Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a2114 mayfield infinity xr2 skull clamp was reported to have slipped during an open craniotomy for a biopsy of a brain tumor. The event was described as follows; "customer said that the skull clamp appeared to move during the set up (during positioning of the skull clamp), the ratchet did not hold as per usual. However, the surgeon was satisfied that it was sufficiently stable for the procedure." The surgery was not delayed as a result of this event. The skull pins that were used could not be confirmed however, a stereotaxy (brain lab) was used during this procedure which was positioned to the skull clamp post the incident. The procedure was conducted as per normal and the patient outcome was as expected. There was no injury to the patient and no impact on the surgery.